Event description:
An email was received from the ethicon risk manager team indicating that the patient underwent hernia repair surgery on (B)(6) 2014, during which a tvt (tension-free vaginal tape) was implanted. The report noted that the patient experienced pain and a recurrence of the hernia. No further information was provided.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).